Event description:
It was reported that this pacemaker went into safety mode. Technical services (ts) provided resolution. The device remains in use. No adverse patient effects were reported.

Event description:
It was reported that this pacemaker went into safety mode. Technical services (ts) provided resolution. The device remains in use. No adverse patient effects were reported. Additional information received indicates that the device was explanted and replaced with a non-boston scientific device. No additional adverse patient effects were reported.